Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between 23-mar-2019 and 18-nov-2019, the right ventricular sensing amplitude fluctuated between 9mv and 15mv with a drop to 7mv at the end of the recording period. The right ventricular pacing impedance was steady at 480ohm. In the available iegm episodes artifacts were visible in the right ventricular channel and inappropriate ICD chargings and shocks were visible, as described in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 18 months after the implantation the patient received inappropriate shocks due to ventricular oversensing.